Event description:
Complainant alleged that the medics had transported a 42 year old female patient, with respiratory difficulties and a long time illness, to the emergency room. At this point the medics noticed that the device, that was being used to pace the patient at 80 pulses per minute and 120 ma, was displaying an "electrocardiogram lead off" error message for all three leads. The medics changed the device electrocardiogram cable, but the screen still displayed the same error message. The patient subsequently expired. The complainant indicated that the patient outcome was not as a result of the reported malfunction, but that the patient had a long time illness and had been expected to expire.